Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as fold flaw opening. Additional observations: ¿ yellow biological tissue observed in the surface of the shell. ¿ observed wear abrasion on the device. ¿ observed creases on the device. ¿ observed non penetrating nicks on the device. ¿ observed stress marks on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d4, d6b, d9, h3, h4, h6.

Event description:
Device has been explanted.